Event description:
It was reported that the patient presented to the emergency room following a fall that was unrelated to device performance; a chest x-ray was performed and a subsequent device interrogation two weeks later indicated loss of left ventricular (lv) lead capture. The lv lead was capped and replaced, and explanted at a later date. No patient complications have been reported as a result of this event.